Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation but a vyaire field service representative(fsr) evaluated the device onsite and the customer did not have the flow sensor that was involved in the reported failure. It was suspected that the main cause of the issue was the plugged ett (endotracheal tube). Base unit test was performed and the unit would not pass zero calibration. During analysis of log files it was found issue with blower transducer. It was suggested to replace the inspiratory block. No root cause has been determined yet because investigation is still on going.

Event description:
The customer reported that the bellavista 1000 us has no volumes (not showing vte w/ prox flow sensor) during patient use. Patient was reintubated but still no volumes after and the unit is now passing the o2 zero calibration. At this time there was no information of patient harm reported from this event.

Manufacturer narrative:
Result of investigation: vyaire medical was unable to verify the reported issue. There was no failure detected with this reported event. Patient circuit in use was disposed off so unable to determine the issue with the circuit itself or is there a block on the external set up. While performing the calibration on 17/11/2021 12:35:51 its noticed that the press blower sensor reading shows an average of : 54.25. Additional long-term drift has no impact on the ventilation performance (as concluded in I-ch-21-028). Later the insp block was exchanged.